Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged burning sensation on upper lip and nose. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jun 04, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices the manufacturer previously received information alleging of device burned upper lip and nose related to CPAP device there is no allegation of serious or permanent harm or injury. Philips investigation lab initiated therapy with the device and verified airflow, using a known good supplied power supply and ac power cord. Because of the complaint of a thermal issue (patient complained of a burnt upper lip and nose), additional testing was performed. Philips investigation lab observed the following from an external and internal inspection: unknown white dust-like contamination was found on the blower box, on the top of the blower motor, and on the back of the ui panel unknown white and black contamination (dust-like), inconsistent with degraded sound abatement foam, on the bottom enclosure. Also, there were tiny gray and black fibers or hairs at the air inlet of the blower box, unknown spots of light grey residue inside of the blower box, manufacturer used a fitt (foam integrity test tool) and the associated procedure ER 2245460 v01 and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found errors. The manufacturer concludes that unable to confirm the presence of degraded sound abatement foam and not able to confirm the complaint or address the symptoms specified. In this report, sections d9, g3, h3, and h6 have been updated or corrected.